Manufacturer narrative:
Correction: previously reported that the event occurred six months post implant however, actually occurred ten months post implant. Conclusion: without the return of the valve for analysis, a root cause of the cuspal tear cannot be determined. Based on the operation note, it stated that the patient had a history of endocarditis. The right coronary leaflet had completely dehisced at the prostatic wall, but had no vegetation and no sign of infection. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
Product analysis: the device will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that six months post implant of this bioprosthetic valve, severe central regurgitation, aortic insufficiency and dehiscence occurred. Subsequently, the leaflets of the full root valve were excised and a medtronic mechanical valve was implanted into the root. The patient recovered with no further adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.